Manufacturer narrative:
Evaluation summary a kink was detected on the shaft at 10 cm from the balloon. The balloon was found longitudinally burst. No other abnormalities detected on the device a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep with a 5fr sheath for a poba procedure ¿ concentric lesion (3-4cm in length) with minimal tortuosity and little calcification located in the interosseous artery. Device prepped without issue. Embolic protection not used. It is reported that during the procedure a longitudinal balloon burst occurred during the first inflation at a pressure of 4atm. No resistance was experienced at the time of balloon insertion. There was no friction with the guidewire. All pieces were successfully retrieved. No patient injury reported.